Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit during a pelvic floor repair procedure on (B)(6), 2009. Beginning in (B)(6) 2010, the patient began having recurring pelvic pain, which required revisionary surgery. All other information, including the patient's current condition, is unknown.